Event description:
Implant loss, thread tap used, primary stability was achieved, implant achieved osseointegration, implant was completely covered by bone, infection, asymptomatic. Parodontosis treatment (B)(6) 2013. Aktinomycees infection, symptom-free removal (falling out) in case of tartar removal. Patient stayed away for 2 years before.